Event description:
Husband reported headaches and memory loss issues recently being evaluated for alzheimer's and dementia; also pump sn (B)(4) alarmed for maintenance. Is the actual device available for investigation? Yes. Did we replace device? Did the patient have a backup device they were able to switch to? Yes. Did the reported fault occur while in the use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No. Reported to cvs/caremark by: patient/caregiver.